Event description:
On (B)(6) 2026, the patient reported a severe skin reaction to an mcot device used in the universal patch configuration. The patient stated that the sensor and adhesive burned and melted into her skin, with instant blistering occurring when the patch was applied. The patient experienced severe allergic dermatitis, burns, blisters/welts, open sores, and severe scarring to the left breast. The patient sought medical treatment at the emergency room and is currently being treated by a burn center with special non-adhesive dressings. Prescription medication was prescribed for treatment. The patient discontinued service due to the skin irritation. The patient reported that skin preparation steps were not followed, stating that the clinic did not clean nor shave her skin and just applied the patch directly. The patient has a history of skin sensitivity, specifically keloid skin and an allergy to formaldehyde. The patient stated that the patch contains a component of formaldehyde which caused the burning reaction.

Manufacturer narrative:
On (B)(6) 2026, the patient reported a severe skin reaction to an mcot device used in the universal patch configuration. The patient stated that the sensor and adhesive burned and melted into her skin, with instant blistering occurring when the patch was applied. The patient experienced severe allergic dermatitis, burns, blisters/welts, open sores, and severe scarring to the left breast. The patient sought medical treatment at the emergency room and is currently being treated by a burn center with special non-adhesive dressings. Prescription medication was prescribed for treatment. The patient discontinued service due to the skin irritation. The patient reported that skin preparation steps were not followed, stating that the clinic did not clean nor shave her skin and just applied the patch directly. The patient has a history of skin sensitivity, specifically keloid skin and an allergy to formaldehyde. The patient stated that the patch contains a component of formaldehyde which caused the burning reaction. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient reported that skin preparation steps were not followed, stating that the clinic did not clean nor shave her skin and just applied the patch directly. Also the patient has a history of skin sensitivity, specifically keloid skin and an allergy to formaldehyde. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.